Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) lens is broken, lcd display is bleeding, and two side bails are missing. Analysis also found the upper case, lower case, two side bail covers, ring cover, heart block, lead flex cover, and battery drawer are broken. Battery release and heart lead flex are contaminated. One case screw is missing, the battery contacts are compressed, and the ring is bent.

Event description:
It was reported the lcd (liquid crystal display) is darkened at top of screen. It was also reported there is a crack in the lower right hand corner of the screen. It was noted the bail attachments and covers are missing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.